Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
Customer's wife reported receiving an e-4 message from their freestyle meter. Customer's wife reported due to the error message, customer was not able to test to determine his insulin medication dosage, and he experienced symptoms of shakiness, losing balance, blurred vision, talking gibberish and urinary incontinence. Customer's wife also reported customer fell down and injured his left side. In addition, customer was reported to have one episode of losing consciousness, but it's unclear if it is prior to the reported symptoms or after. Customer's wife claimed that she is a nurse and gave customer a glass of water to counteract his symptoms. There was no report of any diagnosis, death or permanent impairment associated with this case.